Manufacturer narrative:
Review of the manufacturing records verified that the lot met release requirements. Examination of the returned device revealed the following: the device was returned with the introducer sheath. The sheath was not a gore product and therefore was not evaluated; the deployment knob was pulled approximately 11 cm away from the hub; the endoprosthesis was displaced distally approximately 11 mm on the distal shaft on which it is mounted; the outer layer of the braided constraining sleeve was fully deployed; the inner zipper was deployed approximately 6 mm, allowing for endoprosthesis expansion; deployment initiation from the exposed deployment line was attempted and was successful; the distal shaft was kinked near the transition. Based on the device examination performed, no manufacturing anomalies were identified.

Event description:
The following was reported to gore: dialysis patient presented with stenosis. A .018 boston scientific transcend wire (item #m001468130) was inserted via the axillary vein gaining access through the stenosis. Multiple angioplasty were unsuccessful. The gore viabahn endoprosthesis was inserted and successfully placed within the stenosis. The physician began the deployment process by pulling the deployment line. During this process it was observed that the gore viabahn endoprosthesis did not deploy as intended. The device was removed, and, another wire and gore viabahn endoprosthesis were successfully used.

Manufacturer narrative:
Additional manufacturer narrative: additional event information - it was also reported to gore the gore® viabahn® endoprosthesis partially deployed in the patient.

Event description:
It was also reported to gore the gore biabahn endoprosthesis partially deployed in the patient.

Manufacturer narrative:
(B)(4)